Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: there is no documentation in the complaint file to show a causal relationship between the event of peritonitis and the liberty select cycler or cassette. Additionally, there is no report of a malfunction or a leak reported for this event. There is however, a temporal relationship between the event of peritonitis and pd therapy on the liberty select cycler with cassette. Based on available information a cause of the peritonitis cannot be determined.

Event description:
A peritoneal dialysis patient's contact reported that the patient was hospitalized for an infection. Upon follow up with the patient's nurse, it was confirmed that the patient was hospitalized for peritonitis. Upon follow up with the patient's nurse, it was stated that that the patient was discharged from the hospital on friday ((B)(6) 2018). The nurse stated that the peritoneal effluent culture came back negative, but believed that the patient had an elevated white blood cell count. The nurse was unable to confirm the source of infection.the patient is continuing peritoneal dialysis therapy.